Event description:
During an endoscopy procedure, using a con med system (B)(4) cautery device, there was an arc at the end of the snare cable. The arc resulted in a charred area at the end of the cable. The surgical technician holding the device was shocked and suffered a minor burn to her hand through gloves. There was no injury to the surgeon and/or pt. At the time of injury, the pedal was depressed to activate the snare cautery. We believe this is a similar injury as reported in the ecri medical device alert (B)(4) of (B)(4) 2011. The cable that is charred will be returned to the MFR for testing. The MFR will be requested to certify and/or replace the unit on 1/24/2011.